Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 481 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was treating for the high blood glucose and received a no delivery alarm as well. Advised replacement of the insulin pump. She stated that she had been in the hospital but that this event had already been previously reported. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.